Event description:
It was reported that patient's right ventricular (rv) lead exhibited loss of capture, loss of sensing and noise. It was further noted from x-ray that the lead was dislodged due to twiddlers. The lead was explanted and replaced. The patient was stable.